Event description:
It was reported that a small volume infusor did not flow; further described as stopped during use. After removing the device, the medical staff attached a syringe and tried to remove the air, but the air could not be removed.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 22, 2021 - november 23, 2021. The device was received containing approximately 102 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing revealed that the cause of the flow problem was due to micro-air bubbles which blocks the fluid path insside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use, the filling step. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.